Manufacturer narrative:
Left calf support.

Event description:
It was reported by service report that the calf support is cracked. The customer did not know if there was patient involvement of an alleged injury.